Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 7:00 am after having issues with his prodigy diabetes glucose meter. There was an issue with inconsistent power which would not allow the end user to test his blood glucose on a regular basis. The end user was sweating along with shaking and attempted to check his blood glucose but his meter would not power on. The end user was taken to the ER and upon arrival his blood glucose was 50 mg/dl. He received fluids and insulin to assist with stabilizing his blood glucose level. After 3 hours in the ER, the end user was discharged with a blood glucose level of 95 mg/dl. He was instructed to keep monitoring hid blood glucose levels. No additional information was provided in relations to this medical event.